Event description:
Dear sir or madam, request by: (B)(6). Requestor email address: (B)(6). Requestor phone: (B)(6). Please tell us who you are: response: individual patient, caregiver or advocate name of group (if applicable): other (if applicable): question or meeting request: question. Is request about a specific FDA program: no_or_unknown. What is your request about: vaccines, blood and biologics: drug: medical device: yes, disease or health condition: multiple or unknown; select an FDA program, if applicable multi-product programs: none/unknown. Name of disease or condition (if applicable): brain fogginess, cognitive delays, memory problems, confusion, swelling. Question: I was on the philips respironics CPAP machine that recalled due to inhaling toxins from breaking down. I'm wondering if you could help point me in the direction of doctors in the (B)(6) area to see how to get some of my life back in regards to the above mentioned symptoms/ problems to figure out if these could be from the machine. This is being written by (B)(6), my wife due to all the above symptoms as he can't concentrate. FDA safety report ID # (B)(4).